Event description:
It was reported that the device was explanted due to inappropriate rate response at rest, programming and telemetry difficulty. No patient complications were reported as a result of this event.